Manufacturer narrative:
Multiple attempts were made to follow up with the customer. No further information was provided. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer had loaded less than the minimum amount of insulin to fill the cartridge. The customer's blood glucose level was 400mg/dl.